Event description:
It was reported that during a colectomy, the first disc was fine during insertion - using as a camera port, 15 minutes into the case, the seal tore all the way around. Second disc went in with no problem, surgeon had his hand in the disc about 15 minutes later, it tore all the way around the bottom ring. When he pulled his hand out the gears were on his hand, but the rest was in the abdomen. With the third disc, after 15 minutes, it tore between the gears and the bottom seal. Converted from hand assisted to open procedure.